Manufacturer narrative:
User facility voluntary medwatch report was received on 06/11/2013. The report number is mw5030250. The customer contact indicated the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Upon further query the following information was received that indicated a leak. The tubing set was being used to deliver fluorouracil 2140mg, at an unspecified rate for the duration of 120 hours, via a gemstar pump. No further programming parameters were provided. After an unspecified length of time were provided. After an unspecified length of time on the second day after the delivery was started, the customer contact reported that an unspecified volume of solution leaked from an unspecified air vent on the back of the air eliminating filter of the tubing set. It was reported that an unspecified volume of solution came in contact with patient's skin. It was reported that the patient's skin and the solution that leaked were cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.